Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The events of anti-social, done with their spouse and suicidal thoughts (not device related) are considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected with juvéderm¿ voluma¿ with lidocaine. Around 36-48 hours after the injection "the patient started feeling anti-social and did not want to interact with anyone. Pt stated to [their spouse they are] done with [them] and did not want to have any contact with [them]. Pt had suicidal thoughts. The symptoms are not related to the device. The effect lasted about 1 to 2 days. Symptoms resolved.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a patient was injected with juvéderm¿ voluma¿ with lidocaine. Around 36-48 hours after the injection "the patient started feeling anti-social and did not want to interact with anyone. Pt stated to [their spouse they are] done with [them] and did not want to have any contact with [them]. Pt had suicidal thoughts. The symptoms are not related to the device. The effect lasted about 1 to 2 days. Symptoms resolved.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.4., h.6.

Event description:
Healthcare professional reported a patient was injected with juvéderm¿ voluma¿ with lidocaine. Around 36-48 hours after the injection "the patient started feeling anti-social and did not want to interact with anyone. Pt stated to [their spouse they are] done with [them] and did not want to have any contact with [them]. Pt had suicidal thoughts. The symptoms are not related to the device. The effect lasted about 1 to 2 days. Symptoms resolved.